Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 30.0 mmol/l. No significant events leading up to the alarm were recalled. The customer had reportedly already reverted to a back-up plan and disconnected from the insulin pump. Nothing further was reported.

Manufacturer narrative:
There was intermittent button response due to moisture damage on keypad traces. There was no button error alarm noted. The insulin pump had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, stained addressor serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.